Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was able to be inflated but the balloon would not deflate. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Visual examination of the returned complaint device revealed that the catheter was broken and the distal tip including the balloon section of the catheter was not returned. Also, a twisted section was found and several kinks were found along the catheter. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was able to be inflated but the balloon would not deflate. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.